Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had high blood glucose. The customer¿s blood glucose level was 200 mg/dl to 400 mg/dl and was above 300 mg/dl. The customer reported that the drive support cap was normal. The customer was treated with insulin pump for high blood glucose level. The customer had symptom related to high blood glucose level such as nausea. The insulin pump will not be returned for analysis.